Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had severe hyperglycemic event related to the pump. It was reported that the customer went to bed with low battery alert, and woke up with depleted pump battery. The customer's blood glucose level rose to 411mg/dl with moderate ketones. It was reported that he customer treated with manual injections and their blood glucose levels lowered to 70mg/dl. No further information provided.